Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that this was a case to treat an 85 year old female patient who presented with an 80% stenosis of the right coronary artery (rca) and had a past surgical history of coronary artery bypass graft with an unreported number of vessels grafted. The patient underwent a percutaneous coronary intervention procedure on (B)(6) 2021. The patient reportedly had a complex lesion and initially, it was reported, that an unknown size xience sierra stent would not cross the lesion. Reportedly, multiple attempts were made using multiple non-abbott guideliner extension catheters. Due to the extended procedural time, after the unknown size xience sierra stent crossed the lesion and was deployed, the patient had a cardiac arrest and expired. Due to the extended length of the procedure and the multiple attempts to cross the lesion, it can be definitely stated that the xience sierra may be an indirect cause of the patient¿s death. However, due to the severe lack of information, combined with the patients advanced age and past medical history, a definite cause of death cannot be stated. The investigation was unable to determine a conclusive cause for the reported difficulty to advance; however, factors for failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The reported patient effects and treatment appear to be related to operational context of the procedure. Additionally, a medical review was performed by an abbott vascular clinical specialist and concluded that due to the extended length of the procedure and the multiple attempts to cross the lesion, it can be definitely stated that the xience sierra may be an indirect cause of the patient¿s death. However, due to the severe lack of information, combined with the patients advanced age and past medical history, a definite cause of death cannot be stated. There is no indication of a product quality issue with respect to manufacture, design or labeling.c8 and c9 from none selected to doesn't apply

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with 80% stenosis and occlusion. The patient has had previous bypass surgery and this was a complex intervention. A non-abbott guide catheter extension was used to aid the xience sierra stent delivery system (sds) to cross the lesion. Initially the sds could not cross but it was ultimately able to be deployed. Reportedly, the length of time it took to get the sds to cross caused a clinically significant delay. The patient coded after the stent was deployed and expired. The physician stated that the patient died due to trauma to the vessel as it took too long trying to get the sds to cross the lesion. The physician felt that too much time was spent in the vessel with the non-abbott guide catheter extension. No additional information was provided.